Event description:
Reporter has had 3 paradigm pumps since the date it was released. Malfunctions without warning, no delivery without notification, sets leak, extremely erratic blood sugars. Reporter was ready to go back to a syringe. Reporter had disetronic prior and never had a problem, and now switched to animas and have had no problems like with the paradigm pump.